Manufacturer narrative:
Initial reporter: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. Additional information has been requested, however no additional information has been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
It was reported that three pieces of dressing within the primary packaging were unsealed and did not cover/seal the entire dressing. Product was not used on patient. No further details have been provided.